Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were experiencing high blood glucose level and low blood glucose level. Blood glucose level at the time of the incident was 400 mg/dl. Customer experienced symptoms such as abdominal pain. Customer was treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer stated drive support cap appears normal. Customer was performed high pressure test and it was okay. The insulin pump will not be returned for analysis.